Manufacturer narrative:
Additional information was received that the patient was having trouble charging.

Event description:
A report was received that the patient was experiencing a worsening pain. It was also noted that the scs battery was failing. The patient will undergo a revision procedure wherein the battery will be replaced.

Event description:
A report was received that the patient was experiencing a worsening pain. It was also noted that the scs battery was failing. The patient will undergo a revision procedure wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a worsening pain. It was also noted that the scs battery was failing. The patient will undergo a revision procedure wherein the battery will be replaced.